Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the day after implant the lead had no capture and phrenic nerve stimulation was present. The lead was replaced with good measurements, no phrenic nerve stimulation and good capture. Patient was in good condition after the procedure.